Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif (transfora minal lumbar interbody fusion) at two-level plif using lcs at l4/5/s. It was reported that the cages have fractured. Ai (artic-l) was planned for use in tlif; however, the l5/s intervertebral space was narrow and ai starts at a height of 8 mm, so an mp (milestone peek) 7 mm was used. When the cages were impacted, the cages fractured. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this part is not marketed for use in the united states; however, a similar device with product number# 9393007, 510(k)# k172199, UDI# (B)(4) was marketed in the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.